Manufacturer narrative:
(B)(4). It was reported that, " no device will be returning." The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after an esophagogastrostomy, drainage of fluid which suspected leak was found on the following day of the operation. The device was used 5 or 6 times to create the gastric tube. The staple height was blue and the device was fired after holding for 10 seconds. No unexpected resistance was felt at the firing. Additional suture was performed only on the site where the device was fired on existing staples. It was confirmed just after the firing that there was no bleeding and the deployed staples were proper shape. Reoperation was performed by opening the abdomen 2 days later from the 1st operation. When a leak test was performed by putting the gastric tube into water, a leak was found on outline of the third staple line from the cut line. No device will be returning. Additional information has been requested.

Manufacturer narrative:
(B)(4).